Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had a experienced keypad anomaly. Customer¿s blood glucose was 300 mg/dl. Customer does not know what caused anomaly. After troubleshooting, the issue was not resolved. The insulin pump will be returned for analysis.